Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and the display came back but when the system was restarted after re-installing the panels the monitor display was not working. Re-seating the power cable from uninterruptible power supply (ups) to low voltage power supply resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure both the monitors if navigation system were flickering randomly. There was no patient present at the time of the issue.